Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery. The trek balloon was advanced to the lesion and negative was pulled. During the process of pulling negative, blood was noted in the inflation device, indicating a leak. The trek balloon was removed and once it got out of the guide catheter, the shaft separated. The remaining portion was simply withdrawn. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.